Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related. Intuitive surgical, inc. (Isi) received the blue sureform 60 reload involved with this complaint and completed the device evaluation. Failure analysis did not confirm/replicate the reported event. Upon visual inspection, the reload appeared to be used and fully fired. There was no exposed blade to indicate a firing failure occurred and no lodged staples within the knife track. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observations not reported by site: the accessory was found to exhibit cartridge damage along the knife track, at the proximal end, and blade damage was found. The root cause of these failures are typically attributed to the user. The reload was found to exhibit pusher damage. Multiple pushers appeared to be partially deformed. No missing material was observed. The root cause of this failure is attributed to a component failure. A follow-up MDR will be submitted if additional information is obtained. Isi received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported event. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully twice. The instrument was fired with a green sureform 60 reload twice. The instrument was found to have a binding roll bushing. The instrument's main tube was manually rotated and friction was observed. The root cause of this failure is attributed to manufacturing. An isi failure analysis engineer (fae) reviewed the stapler logs for this event. Per the fae, the logs show pn sureform 60 stapler instrument (part #480460-09, lot #l12220926-0268) was installed on universal surgical manipulator (usm) #1 seven times and fired 7 reloads (1 green, followed by 6 blue). On the 2nd install, the system failed to detect the reload color and the user manually selected the blue reload via the surgeon side console (ssc) touchpad. There were no incomplete clamps or unclamping failures for this instrument. All firings were successful, with 1 pause for compression on installs 2, 5, and 6. All other firings, including the 3rd fire, were completed with no pauses for compression. There were no stapler related errors in the logs. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, target tissue was pushed when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. The surgeon performed unexpected surgical intervention due to this event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy and sliding hiatal hernia repair procedure, on the third fire with the sureform 60 stapler instrument, the blue sureform 60 reload pushed the target tissue. The surgeon reported the indication for this procedure was morbid obesity. This reported event occurred while the surgeon was creating the stomach sleeve. There were no clamping issues or error messages associated with this stapler fire. The stapling issue caused serosal tears and trauma to the stomach. The surgeon said there was a blood loss of 50ml as a result of this event which was controlled quickly; no transfusions were administered. The surgeon reported that he resolved this event by excising the staple line, performing an esophagogastroduodenoscopy (egd), suturing it, and suturing the omentum to the area. The procedure was reportedly completed robotically. The surgeon said it is too early to tell how this event effected the procedure and patient outcome besides that it added 45-60 minutes to the procedure and the patient is at a high risk of a leak due to this event. The patient was discharged home with no post-operative complications. The surgeon said they do not know what caused this event, but assumed it might have been caused by a malformed staple that the knife caught. The surgeon said there were no events/tasks that occurred that increased the severity of this event.